Manufacturer narrative:
Zimmer biomet complaint # (B)(4).

Event description:
It was originally reported by the doctor that the abutment screw (unisg) loosened inside of the patient's mouth. The doctor called back and stated that when they went to remove the abutment screw (unisg) that they initially reported had loosened, they found that there was not an issue with the abutment screw. The screw was loose due to implant (oss610) being fractured at the hex. It was also reported by the doctor that is has not yet been decided if they will remove the implant or leave the implant in.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the doctor that the unisg screw loosened inside the patient's mouth.

Manufacturer narrative:
The subject osseotite implant (oss610) was not returned for inspection. However, a photograph of the implant in the osteotomy was available. Visual inspection of the photograph identified that the implant had fractured at the hex. Therefore, the reported malfunction (implant fracture) was confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: review of the biomet 3i dental implant IFU (p-iis086gi rev f 11/2015) identified information regarding implant fracture under section title "warnings", "precautions" and "potential adverse events". Patient factors like poor bone quality, poor patient oral hygiene, heavy tobacco use, uncontrolled systemic diseases (diabetes, etc.), reduced immunity, alcoholism, drug addiction, and psychological instability may contribute to lack of integration and/or subsequent implant failure. Presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, component fracture, and/or implant failure. In addition, the location and implantation period of the implant can add to the mechanical loading over time which can contribute to fatigue fracture. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated. (B)(4).

Event description:
No further event information available at the time of this report.

Event description:
It was reported by the customer that the hex of the oss610 implant was fractured.

Manufacturer narrative:
The following sections were updated: date of this report, describe event or problem, brand name, type of the device, device product code, manufacturer's email, and phone, catalog and lot number, device code, contact office - name, email address, and phone, office contact - manufacturing site name, email address, and phone, date received by manufacturer, PMA/510(k) number, follow-up number, follow up type.